Event description:
It was reported on 01/06/2015, that a sign im nail implanted to correct a fracture of the patient's left tibia, was replaced due to a broken nail which resulted in a non-union condition.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken sign im nail which resulted in the non-union condition is unknown. The original sign im nail was replaced with a 8mm x 240mm, standard nail, using one proximal screw and one distal screw. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing is always unique to the patient and the fracture. No one can predict a non-union or a failure to heal. Sing fracture care international continues to monitor non-union events as part of our post-market activities.